Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from an undefined area. The customer loaded a new cartridge to address the issue. The customer reported a blood glucose level of greater than 600 mg/dl with high ketones. Customer administered a manual insulin injection to address elevated blood glucose level.